Event description:
Pt was in bed with the bed in the highest position. The pt's daughter, using the bed controls, tried to lower the bed when it suddenly dropped to the lowest position. The facility engineer inspected the bed and found that the threads inside the plastic nut that encase the lever rod were completely stripped. Rod slid through the nut without resistance.